Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. A 3.00 x 32 synergy stent was successfully deployed in the mid left anterior descending artery. However, after post-dilatation, the physician noticed an edge dissection in the distal part of the stent. Subsequently, the physician took a 2.75 x 16 synergy stent and implanted it distal to the first stent in an overlapping manner. The edge dissection was covered and the procedure was completed. No further patient complications were reported and the patient's status was stable.